Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5, restricted septal leaflet, and thin leaflets. A tticlip xtw was inserted and advanced to the mitral valve. However, after advancing the clip into the right ventricle (rv), difficulties visualizing the clip occurred and the clip became caught in the chordae. There was inadvertent movement of the clip from central towards the septal posterior commissure. Troubleshooting was performed, but the clip was unable to be freed from chordae. Therefore, the clip was deployed where it was stuck, on both leaflets with chordae. Two additional clips were then implanted on the tricuspid valve, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip caught in chordae, inadvertent movement, and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.